Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse troubleshot on unit. Membrane diff prs. Test result was 5mmhg. Suggested to replace new safety disk so the fse replaced the safety disk. All manifold test, passed. Equipment operated as normal. Handed over to customer in good condition. The failure analysis and testing department received safety disk associated with this complaint. This part was received with a reported unit failure message of pneumatic leak tests failed. Performed visual inspection of this part received and part looks to be in good condition. Installed the safety disk into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The failure analysis and testing department verified the failure of membrane diff pressure leak tests failed with result of 8 mmhg; the factory specification is +-6 mmhg. Safety disk failed testing. Retaining safety disk in the fat dept. As per procedure.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during equipment preparation the cardiosave intra-aortic balloon pump (iabp) unit failed pneumatic leak test. There was no patient involvement reported.